Event description:
It was reported that a spectrum infusion pump had an infusion that took too long during therapy. The infusion of abraxane was reportedly supposed to finish in 30 minutes, but took 45 minutes to complete. Any patient injury or involvement is unknown.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.